Event description:
A report was received that the patient's precision system was explanted due to an epidural abscess. The patient was treated with both oral and IV antibiotics and is reportedly doing well after the explant.

Manufacturer narrative:
Explanted devices will not be returned for evaluation, as they were discarded by the medical facility.